Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure a shaft break occurred. The lesion characteristics and location are unknown. The quantum maverick mr balloon catheter was noted to have a broken shaft when the packaging was opened. The device was replaced and the procedure was completed with another quantum maverick mr balloon catheter. No patient complications or injuries were reported. The patient status is listed as 'stable'. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure a shaft break occurred. The lesion characteristics and location are unknown. The quantum maverick mr balloon catheter was noted to have a broken shaft when the packaging was opened. The device was replaced and the procedure was completed with another quantum maverick mr balloon catheter. No patient complications or injuries were reported. The patient status is listed as "stable".

Manufacturer narrative:
Pt'sge: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed the device was returned in two pieces. The appearance of the fracture surfaces are consistent with a fracture due to the device being kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).